Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. (Procedure date, event date, patient identifier, age, date of birth and weight are unknown). According to the complainant, during the ablation phase of the procedure, the physician moved the scope which caused a small leak and a burn on the labia. The size and severity of the burn has not been provided. The method of treatment administered to the burn, if applicable, has not been provided. There were no further complications reported with this event. The condition of the patient is reported to be "fine." An additional attempt has been made to request 21-day patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.